Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a pads failure during operational testing. The customer replaced the hands free cable and test load but the reported problem remained. The customer requested that the device be returned for bench repair. There is no indication of patient involvement.